Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that review of the device data identified non-sustained episodes. The caller reported that noise could not be reproduced and an x-ray will be performed at the patient's next follow up visit. The device was reprogrammed to secondary vector. No adverse patient effects were reported.